Event description:
It was reported that a patient had a vital set screw back out of its mating pedicle screw post-operatively. Further information regarding patient impact, or if a revision was performed, is unavailable at this time. This is report two of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2026-00100.